Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a coronary stenting procedure stent damage occurred. The 85% stenosed lesion was located in the diagonal artery. The lesion was predilated with an unspecified balloon. The 2.25 x 12mm taxus liberte (mr) stent delivery system was advanced several times and was unable to cross the lesion. The lesion was redilated. The 2.25 x 12mm taxus liberte was re-advanced and was still unable to cross. The physician removed the device from the patient and found a stent strut lifted. The procedure was completed with another of the same device. There were no reported patent complications and the patient's status was stable.

Event description:
It was reported that during a coronary stenting procedure stent damage occurred. The 85% stenosed lesion was located in the diagonal artery. The lesion was predilated with an unspecified balloon. The 2.25 x 12mm taxus liberte (mr) stent delivery system was advanced several times and was unable to cross the lesion. The lesion was redilated. The 2.25 x 12mm taxus liberte was re-advanced and was still unable to cross. The physician removed the device from the patient and found a stent strut lifted. The procedure was completed with another of the same device. There were no reported patent complications and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Struts towards the proximal end of the stent were misaligned and raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).